Event description:
It was reported to philips that the device "unable to charge the machine and potentiometer also not functioning". The device was reported as being available for clinical use at the time of the event. It was reported that no patient was harmed and there was no adverse patient impact.